Event description:
It was reported that during a meniscus repair surgery t1 and t2 deployed at the same time. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery systems, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its t2 post deployment position indicating multiple trigger advancements. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device would not function as intended. The bending of the delivery needle contributed to the reported simultaneous deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.